Event description:
The customer received a questionable troponin t hs stat result for one patient sample. The initial result was 0.013 ug/l and was reported outside the laboratory. The sample was repeated and the result was 0.539 ug/l which was believed to be correct. The patient was not adversely affected. The reagent lot number was 182603 with an expiration date of 04/29/2016. A specific root cause could not be identified. Review of the provided calibration and qc data found all was within specification. It was noted the sample was hemolyzed, the customer was not using the recommended sample tube rack adapters, and the customer was not following the tube manufacturer's recommendations for centrifugation conditions. These factors may have caused or contributed to the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).